Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced painful intercourse, cannot hold urine, pain in lower abdomen, and cannot fully empty bladder. It was reported that patient underwent surgery and interstim was implanted on (B)(6) 2010. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent sling implantation to treat stress urinary incontinence.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary frequency, urinary urgency and urinary incontinence. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced urinary frequency, urinary urgency and urinary incontinence.

Manufacturer narrative:
It was reported that the patient underwent laser and cutting of retained mesh arm in the bladder and cystoscopy on (B)(6) 2014 by (B)(6)., md due to retained sling arm on the right bladder wall. It has been reported that following insertion the patient experienced hematuria (B)(4).

Event description:
Details: it was reported that the patient underwent laser and cutting of retained mesh arm in the bladder and cystoscopy on (B)(6) 2014 by (B)(6)., md due to retained sling arm on the right bladder wall. It has been reported that following insertion the patient experienced hematuria.